Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when the surgeon was attempting to get the perc pin out with the slap hammer, and prying it out, a piece of the perc pin broke off into the patient. A manufacturer representative (rep) reported they did not know if the surgeon was able to get the pin out as the case was still going. There was a delay of less than 1 hour and no impact on patient outcome reported. Additional information was received; the surgeon did remove the pin but left the tip (piece that broke) in the patient. It was confirmed there was no impact on patient outcome.